Manufacturer narrative:
A callback was performed by the customer, and it was reported that the central processing unit (cpu) was replaced and requested the replacement option codes for configuration. The remote service engineer (rse) provided the customer with the option codes. A follow up was performed with the customer, and it was confirmed that the cpu was replacement resolved the issue. The customer reported that the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "backup alarm failed" error message (1104). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "backup alarm failed" error message (1104). The error message was confirmed in the event log. The customer reported that a replacement motor control (mc) board was tested with the device, but the issue was not resolved. The rse recommended replacing the power management (pm) board or the central processing unit (cpu) board. The customer was provided with the part numbers for replacement. It was noted that the device had software 3.00. The investigation is ongoing.